Event description:
It was reported that an adhesion issue occurred. It was reported to dexcom by tandem that the patient experienced adhesive issues with 2 sensors, and that during one of these occasions, this resulted in the patient being hospitalized due to hyperglycemia. No further information was received in the initial report, and no additional information could not be obtained despite multiple follow-up attempts made to the patient. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).